Event description:
As reported, physician noted the 7f 18x4 maxi ld balloon "malfunctioned" during the case. No patient injuries noted. The physician was able to remove the balloon after pulling harder on it. Additional information and device return was requested; however, both were not obtained after multiple attempts made.

Manufacturer narrative:
Complaint conclusion: as reported, physician noted the 7f 18x4 maxi ld balloon "malfunctioned" during the case. No patient injuries noted. The physician was able to remove the balloon after pulling harder on it. Additional information and device return was requested; however, both were not obtained after multiple attempts made. The product was not returned for analysis. A product history record (phr) review of lot 82260785 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon withdrawal difficulty¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Vessel characteristics and procedural factors, although unknown, may have contributed to the reported event. However, without the return of the device for analysis and with the limited amount of information provided, it is difficult to draw a clinical conclusion between the device and the event reported. According to the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Carefully advance the catheter through a sheath or through the percutaneous entry site. Note: gentle counterclockwise rotation of the balloon may ease introduction through the sheath or percutaneous entry site. Note: perform all further catheter manipulations under fluoroscopy. Carefully advance the catheter to the selected site. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.